Manufacturer narrative:
(B)(4). The customer reported that audible alarms were not working at the central station. The main board was replaced to resolve the problem. No patient harm was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that audible alarms were not working at the central station. No patient harm was reported.